Event description:
During surgery to revise the patient's generator pocket (addressed in medwatch #1644487-2011-01082), the surgeon noticed that there was fluid in the silicone tubing of the lead, so the lead was replaced. It is unknown if the fluid was in the inner or outer tubing or if it was affecting device performance. Attempts for further information and product return have been unsuccessful to date.